Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error and had blank display. Customer states that critical pump error message did not display on screen as screen was blank. Customer reports that display returned after restart. Customer mentioned that her kid splashed her by the pool and insulin pump starts beeping then screen went blank. Customer¿s blood glucose was 116mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor assembly was noted during visual inspection. Unable to confirm open book image alert due to blank display. No damage on battery cap noted during visual inspection. The device was received with damage display window cover, minor scratched lcd window and cracked retainer.